Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was getting multiple low blood glucose readings. Customer stated that she had a low blood glucose on several days that all occurred on the same sensor. Customer stated that her readings tend to be off at 3 am at night. Customer feels that the insulin pump is giving her too much insulin because the sensor does not read the proper glucose readings to notify the pump that she is running low. Customer's blood glucose was 32 mg/dl at the time of the incident and her current blood glucose is 328 mg/dl. Customer treated with juice and (B)(6). Customer has been experiencing low blood glucose for the last 4-5 years and doctors are working with her, but they have not been successful in resolving the low blood glucose of 30 mg/dl. Customer performed the displacement test and the pump passed. Customer stated that when she is running low, she has to pull the whole thing off because she has some seizures. Insulin pump will be replaced.